Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 36 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the returned fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed several abrasion marks. In particular 28 cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing the ventricular channel. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available.

Event description:
It was reported that both leads were extracted due to oversensing in the atrial and ventricle channel approx. 80 months after the implantation.